Event description:
This device was returned for anlaysis.

Manufacturer narrative:
Analysis was performed at our post market quality assurance laboratory. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that this device had two compromised low-voltage capacitors, which resulted in a high current condition. This issue is discussed in the q2 2010 product performance report.

Manufacturer narrative:
At this time, no additional information is available, this device has not been returned for analysis, and no further adverse patient effects have been reported. If additional information is received, this report will be updated.

Event description:
Boston scientific crm received information that this device reportedly emitted beeping tones due to the trigger of the elective replacement indicator (eri). It was subsequently reported that this device was explanted and it was suspected that the battery depleted prematurely.